Event description:
On (B)(6) 2012, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt281414/10287283) to repair an abdominal aortic aneurysm. On may (date is unknown), the aneurysm enlargement from 80mm to 100mm due to a proximal type I endoleak was confirmed. On (B)(6) 2015, a gore® excluder® aaa endoprosthesis (pla320400j/13296379) was implanted to the proximal neck. The patient tolerated the procedure. After the procedure, whether endoleak was remained or not could not be judged on computerized tomography (CT). It was reported that the cause of the endoleak is due to abnormal and enlarged proximal neck. The physician decided to monitor the patient. In case of the aneurysm enlargement moreover, the banding of the proximal neck would be ready to operate.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.